Manufacturer narrative:
Product event summary: (B)(4): the distal segment of the lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that the right atrial (ra) lead dislodged during right ventricular (rv) extraction. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.